Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. Unit had cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 440 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that heir insulin pump was not working and wanted the device replaced. The customer sent the insulin pump back for analysis.